Manufacturer narrative:
Removal of h6 (f1909). The subject scope was tested and met spec. A closer inspection of the scope handle, shaft, cable, and connector observed no external physical damage that could contribute to the reported issue. The failure analysis confirmed that the system reported on arm ID 30 holding for robot joint error was confirmed through logs.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a monarch bronchoscopy procedure it appeared that the scope retracted by a few centimeters, which triggered the joint following error. The physician was unable to clear error and elected to abort the case. There were no reported adverse effects to the patient because of the system issues.